Event description:
The customer reported that during a pt transport an 840 ventilator had a loss of power and stopped cycling. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and recharged the battery. No parts were replaced. The unit passed extended self testing.

Manufacturer narrative:
(B)(4).